Manufacturer narrative:
The investigation for the positioning issues and low pump flow has been completed. Product and data logs were not returned for review. Based on clinical description, the root cause of low flow was most likely due to pump being in improper position. The root cause of the positioning issue was most likely patient condition related per clinical review.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and during support, the flows were suboptimal. Position was checked and the pump was caught in papillary muscle. The doctor attempted to reposition and pump popped across aortic valve. The pump was explanted. No patient harm has been reported.